Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that myopotential inhibition and far p-wave oversensing were observed. Programming changes were recommended. Patient will be monitored.